Event description:
Affiliate reported that during the surgery the perforator could not stop and it reached dura matter causing injury. It occurred in the first perforation. The stopper could work in the second and third perforation.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.